Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed with release criteria met. Additionally, transesophageal echocardiography (tee) revealed no effusion pre or post procedure. Later that night, the patient developed an effusion and pericardiocentesis was performed to drain 300cc of blood. The patient remained stable and was discharged.